Event description:
Patient reported obtaining a blood glucose result of 154 mg/dl, while using the suspect device. Two hours later, patient indicated that he began convulsing. Patient's blood glucose was reportedly retested, using the suspect device, with a result of 154 mg/dl. Patient stated that emergency medical services were summoned, on his behalf, and upon their arrival (<10 minutes later) his blood glucose measured 35 mg/dl (on paramedics' blood glucose monitor). Patient stated that he was transported, by paramedics, to the hospital where he was subsequently admitted and treated for 2 days with intravenous glucose and oxygen. No additional details of patient's treatment were provided. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.